Manufacturer narrative:
The device was returned and evaluated. Examination revealed dry blood evident inside the thermistor connector and the thermistor lumen. A slit was found at the distal end of thermal filament. The slit was about .05 inches long and extended underneath the thermal filament cover. The slit entered the thermistor lumen. It was apparent that blood leaked into thermistor lumen through the slit and traveled to thermistor connector.

Event description:
It was reported that blood leakage was observed from the thermistor connector. No pt complications were reported.